Event description:
A customer reported that diathermy was not available during a vitreoretinal procedure. The surgeon used a backup cautery source to complete the case, following a five minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).